Manufacturer narrative:
Pc-000150646 date sent to the FDA: 4/10/2018 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? 2. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? 3. Was there any adverse patient consequence? If so, was there any medical or surgical intervention? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that suture was used during a patient's pth procedure. During the procedure, the needle pulled off of suture. There were no patient consequences.